Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Incomplete cycle. Batch # m52j53. Additional information requested and received: what type of procedure was the device used in? Please submit the completed complaint form. Is the device available for return? What was the product code of the cartridge being used? The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported by the rep that during an unknown procedure, the device was closed on tissue but would not fire. Five minute delay to procedure. A new device was opened and used to complete the procedure. There was no adverse consequence to the patient reported.